Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported the patient had discomfort, pain, a urinary tract infection (uti), inflammation of the vulva and fibromyalgia. The patient reported that they were just not feeling good. The patient reported on (B)(6) 2017 that their stimulation was painful, and that they felt the pain on the left side of their vagina and down their left leg. The patient also reported that it was hard to void with the belt because it would get stuck on their underwear and pull on the belt and pull the leads. There were no further complications reported/anticipated.